Event description:
In 2007, a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. When the gore tag introducer sheath with silicone pinch valve was withdrawn from the patient, their blood pressure dropped. The right iliac artery avulted. The patient was stabilized and the iliac artery was surgically repaired. An iliofemoral bypass was performed. The patient is reported to have tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.